Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the breath delivery central processing unit (cpu), and downloaded the latest software revision to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during testing, the ventilator's safety valve intermittently malfunctioned. There was no patient involvement reported.